Manufacturer narrative:
The investigation of this event is on-going. Waiting for info from the scheduled in-clinic device check.

Event description:
Boston's scientific received info that this pt was seen in-clinic in (B)(6) 2013 for a scheduled device f/u. This device's history is significant for pt-reported beeping tones in (B)(6) 2012 and a displayed bd error message following an in-clinic device interrogation in (B)(6) 2012. At that time, uploaded data analysis identified a change in the depletion rate; however, the device's functionality was not compromised. The pt was instructed to contact the clinic immediately if device tones re-occurred. The pt was rescheduled for another in-clinic f/u in 6 months. The pt arrived at the clinic in (B)(6) 2013 and the device was successfully interrogated. During this session, it was observed that the pt experienced the bd alert in (B)(6) 2012. The f/u summary report indicated a remaining battery of 24%. It appears that the device battery has consumed more energy than was originally anticipated. The latest estimated are in the range of 2.7 years to 3.5 years. Based on this longevity range, the elective replacement indicator (eri) for this device is projected to occur in the (B)(6) 2013 timeframe. The pt will be seen again in (B)(6) 2013.